Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail balloon ruptured at 16 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a very calcified, 90% stenotic lesion in the distal left circumflex coronary artery. The quantum maverick monorail balloon was being used to post-dilate an expres2 16/ 2.75 mm stent. It is unk whether the lesion had been predilated. The quantum maverick monorail balloon was removed and replaced with a quantum maverick monorail 12 mm x 2.5 mm balloon. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.